Event description:
It was reported that a spectrum pump had reoccurring error 345 while running battery test. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "reoccurring error 345 while running battery test" was reproduced. A review of the event history log revealed multiple "ec345 (thermistor disparity)" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty ultrasonic and force sensor. The ultrasonic and force sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.